Manufacturer narrative:
An extended investigation has been performed . Product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported replace sensor message when scanning the sensor. Successfully start sensor and received glucose reading using and alarm notifications in the application on a iphone and was unable to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the adc device, with use with iphone se/ios 16.5.1. The customer reported that due to this issue, they experienced a loss of consciousness and/or seizure. The customer did not indicate third-party intervention. However, the customer disconnected the call and no further details could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the adc device, with use with iphone se/ios 16.5.1. The customer reported that due to this issue, they experienced a loss of consciousness and/or seizure. The customer did not indicate third-party intervention. However, the customer disconnected the call and no further details could be obtained. There was no report of death or permanent injury associated with this event.